Event description:
According to the available information, a pump tear occurred. The device was replaced.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device. Information available at this time suggests the event falls within scope of titan recall (B)(4); it was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.